Manufacturer narrative:
Date rec¿d by MFR: 22sep2019. Date of report: 23sep2019. The customer complaint that the keypad is not functioning was confirmed. The customer returned switch circuit panel assembly is failing intermittently due to contamination. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the unit had no error codes. Keys intermittently not working and power led overlay not working. The device was not in use at the time of the event.